Event description:
It was reported that, "while surgeon was cementing the components in, the clamp would not hold and kept releasing."

Manufacturer narrative:
Complaint history review. Conclusion: device was mfg prior to design change.